Manufacturer narrative:
On 03/08/2016 05:28 pm (gmt-5:00) added by (B)(6): the company representative went into the or and the customer technician showed him the difference in blood pressure mean and the absence of pacer spikes on the iabp's display. The customer technician then selected a different ECG source and the pacer spikes were displayed on the screen. The customer was not using a fiber optic balloon so the blood pressure was being measured from an external source. With the company's patient simulator and 40cc iab, he was able to duplicate pacer spikes and correct blood pressure readings. He also checked the ECG gain as well as the blood pressure gain. Both were in specifications. The service representative contacted the company's clinical staff and provided the clinicians' phone and email to the local cardiac assist account manager. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The local account manager visited the account and provided additional information to the clinical staff and confirmed that the iabp was functional.

Event description:
On 03/08/2016 05:17 pm (gmt-5:00) added by (B)(6): the customer reported that during use there was no pacer spikes and iabp kept switching between ECG and pressure triggers in auto mode. The customer was using an ECG pad adhered to patient&#62688;back. It is unclear what type of balloon was used. The customer slaves their readings to a phillips monitor in the or. The manufacturer representative instructed the customer to take the unit out of service until an investigation could be completed. The patient died. The patient&#62688;death is not attributed to the iabp.